Event description:
A pediatric pt reportdly started screaming and became short of breath during a ccpd treatment. The cycler showed that he was filled with 180 ml. But when the solution was drained, volume measured was >700 ml. There was no alarm reported. There was no serious injury or illness.